Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave and p-wave oversensing due to low baseline amplitudes resulting in inappropriate shock. The noise could be reproduced with isometrics. The device was reprogrammed from primary to alternate. No adverse patient effects were reported. New information received indicates that additional instances of inappropriate detection occurred in alternate vector in context of r-wave amplitude reduction related to posture. Previous episodes also document inappropriate detection and therapy deliver in primary and secondary vector related to r-wave amplitude reduction. The r-wave amplitude has been unstable since implant. X-rays revelated a suboptimal system location and the patient was hospitalized pending surgical intervention. At this time the system has been deactivated to prevent further inappropriate therapy. Additional information received indicates that the patient was discharged home with a life vest. A decision about revision to be made later.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave and p-wave oversensing due to low baseline amplitudes resulting in inappropriate shock. The noise could be reproduced with isometrics. The device was reprogrammed from primary to alternate. No adverse patient effects were reported. New information received indicates that additional instances of inappropriate detection occurred in alternate vector in context of r-wave amplitude reduction related to posture. Previous episodes also document inappropriate detection and therapy deliver in primary and secondary vector related to r-wave amplitude reduction. The r-wave amplitude has been unstable since implant. X-rays revaluated a suboptimal system location and the patient was hospitalized pending surgical intervention. At this time the system has been deactivated to prevent further inappropriate therapy. Additional information received indicates that the patient was discharged home with a life vest. A decision about revision to be made later. New information received indicates that surgical intervention was performed. Attempts to reposition the electrode were complicated by removal difficulties. The electrode was explanted but will not be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 was used to capture the surgical intervention.